Event description:
It was reported the external pulse generator (epg) turns off. It was tested by the biomedical engineer by leaving it on all day, and the epg never turned off. The epg was returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device passed all incoming tests; no anomalies found.